Event description:
Further evaluation of the event clarified that interrogation of the ins prior to the replacement procedure showed high impedances (>4000 ohms). Following the interrogation of the device no level of amplitude could elicit a response from the patient. Lateral x-rays taken at the same time showed that the lead had disconnected (¿not sitting¿) from the ins connector header block. Additional information received on (B)(4) 2012 reported that the ins was not totally depleted at the time of its replacement. After implantation of the new ins and lead the patient was reported as receiving good relief from their incontinence symptoms and their outcome noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation from their implantable neurostimulator (ins). Six days later the physician performed a surgical procedure at which time the lead broke off at the location where it enters the insertion block on the ins. The proximal portion of the lead remained in the ins and could not be removed. The physician then explanted the remaining portion of the lead and the ins. Both were replaced with a new ins and lead. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093, lot# unknown, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed part of the leads were stuck inside the connector ports. Analysis of the lead revealed the conductors were stretched due to overstress/damage. Type of reportable event corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.